Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. Broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Implanting physician reported rupture diagnosed by CT scan as well as pain and "change in shape of mammary gland". The device has been explanted. This record relates to the right side.